Manufacturer narrative:
Result of investigation: vyaire medical was unable to duplicate the reported issue. No damages on the device and event trace has no abnormalities. As a resolution connected the device to a known good patient circuit and ac adapter. Unit passed 36 hours of extended run in with the customer's settings. Passed ltv (lap top ventilator) final test and unit is within specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1200 was recently in a helicopter hard landing accident and they want to make sure the unit is okay. As of this time, there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.